Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that many cannulas were blocked making them unable to push any liquid or air through them during calibration for scheduled cataract surgeries (with intra ocular lens implantation). The cannulas were removed and replaced with stand alone cannula. There was no impact on patient.